Event description:
On 10/18/2023, conformis received an order for replacement inserts for this pt. The reason is "infection" with the cause "unknown". Primary surgery occurred (B)(6) 2023. Replacement surgery scheduled for (B)(6) 2023.

Manufacturer narrative:
On 10/18/2023, conformis received an order for replacement inserts for this pt. The reason is "infection" with the cause "unknown". Primary surgery occurred (B)(6) 2023. Replacement surgery scheduled for (B)(6) 2023. 10/31/2023: according to the sterilization records this sn was sterilized using the vhp method. This sn was sterilized on lts-v batch run # 2515 on (B)(6) 2023. No ncmr's are associated with this lts-v vhp batch run. A review of this sn resulted in one non-conformance. Ncmr-015971 was created for the femoral component however the femoral implant was remade so not related to this issue. The device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufactuing. Infection is a known complication of joint replacement surgery. Cause of infection cannot be conclusively determined with available information.